Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker triggered a safety switch. The pacing impedance had been relatively low within limits but recently it was observed out of range. There was also noisy signals over sensed in both uni and bi polar configurations. A potential rv lead issue that looks to have gotten progressively worse was discussed. The pacemaker battery was analysed and appears to be depleting normally. The patient was taken to the hospital, the right ventricular (rv) lead was surgically abandoned, the pacemaker was explanted and a new system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker triggered a safety switch. The pacing impedance had been relateively low within limits but recently it was observed out of range. There was also noisy signals over sensed in both uni and bi polar configurations. A potential rv lead issue that looks to have gotten progressively worse was discussed. The pacemaker battery was analysed and appears to be depleting normally. The patient was taken to the hospital, the right ventricular (rv) lead was surgically abandoned, the pacemaker was explanted and a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.